Manufacturer narrative:
(B)(4) .

Event description:
(B)(4) - the dentist reported that 3 months after the dental implant was installed in intraoral region 12#, its non-osseointegration was observed. In addition, the patient presented insufficient bone quantity/quality and bone graft was executed.